Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during initial drain. The further information about this alarm was not reported as the call was disconnected. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.